Event description:
It was reported that there was a right ventricular (rv) lead integrity alert due to oversensing or noise. It was also reported thatthe rv pace/sense noise was caused by a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID d314vrg, serial# (B)(4), implanted: 2012-(B)(6), the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).